Event description:
Complainant alleged that during set-up of the device prior to being used on a pt, the device was unable to switch to pads or paddles. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.